Event description:
It was reported that the temperature foley catheter was displaying asterisks. Mss checked system performance using mono plug temperature key at 37c and the reading was within specifications. Mss then plugged the temperature foley catheter directly into phillips monitor and it read as "?". Stated likely the temperature foley was faulty. It was noted that patient came from surgery and was an adult.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device was not returned.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.

Event description:
It was reported that the temperature foley catheter was displaying asterisks. Mss checked system performance using mono plug temperature key at 37c and the reading was within specifications. Mss then plugged the temperature foley catheter directly into phillips monitor and it read as "?". Stated likely the temperature foley was faulty. It was noted that patient came from surgery and was an adult.

Event description:
It was reported that the temperature foley catheter was displaying asterisks. Mss checked system performance using mono plug temperature key at 37c and the reading was within specifications. Mss then plugged the temperature foley catheter directly into phillips monitor and it read as "?". Stated likely the temperature foley was faulty. It was noted that patient came from surgery and was an adult.

Manufacturer narrative:
The reported event was inconclusive because no sample was returned. A potential root cause for this failure could be ¿insufficient seal¿. It was unknown whether the device had met specifications. The product was used for diagnostic and treatment purposes. It was unknown whether the product had caused the reported failure. The device was not returned for evaluation. The lot number is unknown; therefore, the device history record could not be reviewed. Although the product family is unknown, the silicone temperature foley catheter ifus are found to be adequate based on past reviews. The device was not returned